Event description:
An olympus marketing personnel reported on behalf of the customer that the evis lucera elite gastrointestinal videoscope had a poor water supply. The issue was found during preparation before use inspection in a diagnostic gastrointestinal examination. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object inside the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿poor water supply¿ was confirmed. The device evaluation found a foreign object inside the nozzle due to insufficient cleaning. Due to clogging of nozzle, water supply volume did not meet the standard value. Additionally, the adhesive on the bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did confirm they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a definitive root cause of the foreign material remained in the device nozzle could not be conclusively specified. This issue is addressed in the instructions for use (IFU): suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.